Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke with a low blood glucose (bg) of 52 mg/dl; cause was unknown. Coffee was consumed to treat low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose of 53 mg/dl was recorded by continuous glucose monitor (cgm) data on 12/23/2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated and cleared by the user. The user had insulin on board (iob) from a bolus the prior night in the early morning of (B)(6) 2018. The user¿s basal rate setting is highest, 0.875 units per hour, between 12:00am and 3:00am. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the insulin pump experienced a malfunction or failure.